Event description:
On 26-nov-2025, a company representative - service personnel contacted technical service to report that affinity 4 bed frame (product code: p3700d000016, serial number: (B)(6), had head section will go up by itself. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported it.

Manufacturer narrative:
The baxter technician found the limit switch needed to be replaced. He affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 27, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the limit switch to resolve the reported event. Based on this information, no further action is required.